Event description:
It was reported that the pump malfunctioned overnight, displaying a malfunction code and becoming unusable. The customer's blood sugars were unstable as a result of the pump malfunction. The customer tried contacting UK customer service but faced difficulty getting through. Technical support referred the customer to the local distributor, seeking additional customer information to assist further.